Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by medwatch that in evening rn assessed sl port and it was hep locked and clamped. Dad was feeding patient and found the cap in patient's bed. Upon further investigation, the cap snapped off where the cap meets the tubing. Unknown how long the line was "open" in bed. Patient was re-accessed under sterile conditions without complications. Md was notified and currently waiting to hear if we should draw bcx d/t this being a pretty significant central line-associated bloodstream infection (clabsi) risk. Additional info received on april 13 2023: it was stated blood cultures were not drawn. Patient was on prophylactic levofloxacin, micafungin and weekend bactrim prior to the event. Also, status post ivig prior to the event. The patient did not develop and symptoms of infection. Per patient's father, both times the line broke at the same spot. There is a 3rd incident, which was reported and similar to the previous two, the line broke at the same spot. Patient was heparin locked at the time of the event. Administration of qday IV micafungin was delayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch that in evening rn assessed sl port and it was hep locked and clamped. Dad was feeding patient and found the cap in patient's bed. Upon further investigation, the cap snapped off where the cap meets the tubing. Unknown how long the line was "open" in bed. Patient was re-accessed under sterile conditions without complications. Md was notified and currently waiting to hear if we should draw bcx d/t this being a pretty significant central line-associated bloodstream infection (clabsi) risk. Additional info received april 13 2023: it was stated no blood cultures were not drawn. Patient was on prophylactic levofloxacin, micafungin and weekend bactrim prior to the event. Also, status post ivig prior to the event. The patient did not develop and symptoms of infection. Per patient's father, both times the line broke at the same spot. There is a 3rd incident, which was reported and similar to the previous two, the line broke at the same spot. Patient was heparin locked at the time of the event. Administration of qday IV micafungin was delayed.